Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13395. It was reported that during the patient¿s routine follow-up, after their scs system implant, the patient was experiencing severe pain which has persisted since the implant. The physician reported that the time the patient spent on the operating table may have lead to nerve root irritation in the l1/l2 position. As a result, the physician undertook a pulsed radio-frequency and provided the patient with an injection of an anesthetic. The patient¿s pain has subsided and is resolving.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.